Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported that a time display failure occurred. A rotablator console was selected for use. During the procedure, it was noted that the rotation control button was not working, keeping it always in high flow, and the display was not showing a procedure time count. No patient complications were reported.